Manufacturer narrative:
(B)(4).

Event description:
A customer reported an uncontained leak consisting of blood and reagent on the left side of the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported, no death, injury or exposure was reported. Patient results were not affected by this event. The customer did review the msds and the facility does have a risk management/exposure control plan in place. A field service engineer (fse) and observed the leak as well as the needle bellows not draining properly. The fse found the leak on the tubing and a broken pinch valve 111 (pinch valve 111). The pinch valve and tubing at pv111 may contain blood and diluent while in operation and cleaner while in shutdown and the vl 111 is the tubing that carries vacuum to the probe wipe. The fse replaced the tubing and the broken pinch valve 111 to resolve the issue. The failure mode of the leak was the broken pinch valve 111.